Manufacturer narrative:
(B)(4). Age at time of event: approximately (B)(6) years old. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient occurred. The target lesion was located in the extremely tortuous and highly calcified left anterior descending artery. A 2.50x20mm promus premier&#10244;rug eluting stent was advanced to treat the lesion. However, when the 2.50x20mm promus premier stent was being delivered over a non bsc guide wire, the 2.50x20mm promus premier stent would not cross the lesion. The physician pulled the stent back, the stent was mounted into the non-bsc guide catheter and the stent came off the balloon and was floating in the left main. Several attempts were made to snare the stent but was unsuccessful. The physicians decided to go to surgery as the patient was very stable and had triple vessel disease. No further patient complications were reported.